Manufacturer narrative:
D4: lot number: potential: 250823d. D4: expiration date: potential: july 2030. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: (B)(6). E1: establishment name: unknown e1: establishment address: unknown e1: phone number: unknown. E3: occupation: supply chain quality manager. H4: device manufacture date: potential: 08/23/25- 08/26/25. H6: investigation conclusion - 4315 is based upon the evaluation of the user facility information and the actual sample not being returned; 67 is based upon functional testing of the retention sample. Despite several attempts to obtain further information and affected sample, no additional information, such as occurrence condition or correct lot information, and samples were obtained. It is unknown whether the product was used for a human or an animal. As no sample was returned for investigation, our retention samples from the potential lot were used for the investigation. On may 29, 2026, we received additional lot number information (250915, 251026, and 250510). Upon receiving this information, we reviewed our manufacturing history and checked the manufacturing inspection records for the potentially relevant lot, 250510d. (The other two lot numbers were invalid, and no corresponding lots were identified.), wherein no defective properties have been identified during our manufacturing records. On june 5, subsequent communication confirmed that the three provided three (3) iot numbers were not related to this issue. Therefore, we continue to consider lot 250823d as the potentially affected lot. Retention sample check: when we observed the retention samples (5pc) from the potential lot, no defective properties, which may have contributed to broken catheter, were observed. Measurement results of peak tensile force: using the retention samples, we measured the peak tensile force, which is the minimum force required to cause breakage. All results were within the specification. Manufacturing inspection records check: the product concerned is constantly produced by fully automated processes that include assembling the inner needle and catheter, connecting these components, attaching the cap and protector, labeling individual packages, and boxing the products. The manufacturing inspection records of the reported lot number were traced back and reviewed, wherein no irregularities, which may have contributed to the broken catheter, were noted. Moreover, the product inspection records, which are conducted per lot, indicate that no irregular products - such as scratched, punctured, or broken catheters- were detected. Root cause: the root cause of the reported issue could not be identified, as no abnormalities were observed in either the retention samples or the manufacturing inspection records. Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
Terumo received the following reported information: the cannula was broken. Snapping occurred during attempted insertion. The device could not be inserted into the patient. There was no harm to the patient. No medical or surgical intervention was required.